Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunctioning - tubing fracture.

Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation and updated event date. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. A partial separation within abrasion was noted on the shorter exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump. A group of separations was noted on the reservoir inlet tube, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubes matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.